Event description:
As reported, the sealant of a 6/7 f mynxgrip vascular closure device (vcd) came out with the device when removed. The deployer shuttled down completely, but there was significant resistance when shuttling down. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram using a retrograde approach. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. The vcd was used with a 7f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 degrees celsius. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the sealant of a 6/7 f mynxgrip vascular closure device (vcd) came out with the device when removed. The deployer shuttled down completely, but there was significant resistance when shuttling down. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram using a retrograde approach. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. The vcd was used with a 7f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 degrees celsius. The product was not returned for analysis. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ and ¿shuttle advancement issue¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 6/7 f mynxgrip vascular closure device (vcd) came out with the device when removed. The deployer shuttled down completely, but there was significant resistance when shuttling down. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram using a retrograde approach. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. The vcd was used with a 7f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 degrees celsius. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle with the stopcock closed. The syringe was not connected to the device. The sealant and advancer tube remained in the outer cartridge tubing. The sealant was observed exposed to blood and adhered the device component. The procedure sheath was on the device with the stopcock close. The condition of the returned device is like a device failing to deploy. The device was inspected for damages/anomalies that may have contributed to the reported incident, and no damages/anomalies were observed. Per functional analysis, the sealant and procedure sheath were removed from the device. A simulated deployment test was performed on the returned device, and significant resistance was felt when the shuttle cartridge being advanced and retracted to the black handle. The cartridge hub shell was opened for further investigation. It was revealed that there was dried blood present in the proximal detent which indicated that blood wicked into the space between the catheter shaft and the inner shuttle tube up to the proximal detent during the procedure and dried out on the way of returning. The dried blood obstructed the device path and prevented the shuttle from being advanced and retracted smoothly during the device failure investigation. The device was submerged in water to clear the blockage, and shuttle cartridge was able to be advanced and retracted to the black handle without issue. The advancer tube was observed properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood, swelled, and adhered to the device components. Also, there was dried blood observed in the proximal detent, and on the surface of the catheter shaft and the outer cartridge tubing. The condition of the returned device indicated that during shuttle advancement, blood wicked into the space between the hydrogel sealant and the inner shuttle tube. This caused the sealant to swell inside the cartridge and fill the clearance between tamping tube and hydrogel shuttle, hindering and preventing deployment of the hydrogel sealant, which may have contributed to the reported event. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. However, the product analysis did confirm the device failing to deploy. The reported ¿shuttle advancement issue¿ was confirmed during analysis of the returned device. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, which may have resulted in the reported incident. The shuttle advancement issue may have been caused by the sealant prematurely hydrating, increasing the profile, adhering to the device components, which created resistance and obstructed the device path during the procedure. In addition, the procedure sheath stopcock was observed not opened as received, which may have contributed to the reported incident. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.